Manufacturer narrative:
Additional device product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent removal of hardware on (B)(6) 2018 due to infection caused by the femur implants and pain caused by the tibial implants. Implants were originally implanted on an unknown date. Devices removed are one (1) titanium cannulated tibial nail, one (1) titanium end cap, two (2) titanium locking screw, one (1) locking compression (lcp) curved condylar plate, one (1) periprosthetic locking screw, one (1) locking screw, eight (8) cortex screws, and two (2) cannulated screw partially threaded. Procedure was successfully completed. There was no surgical delay. Patient outcome is unknown. This complaint involves total 17 devices. Complaint (B)(4) captures 10 devices. The remaining 7 devices have been captured under linked complaint (B)(4). This report is for one (1) 4.5mm cortex screw self-tapping 32mm. This is report 6 of 10 for (B)(4).